Event description:
It was reported that a health care professional (hcp) contacted boston scientific technical services (ts) asking for review of an episode where two ventricular paced events were very close to each other. Ts reviewed data from the device and explained that the second paced event was due to backup pacing, which was programmed with automatic capture for this patient. Ts explained that on the reported episode, a kind of fusion or pseudo-fusion beat occurred, and the algorithm considered this to be loss of capture and delivered backup pacing. No adverse patient effects were reported. The device remains in service.